Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic sigmoid resectioning procedure, the surgeon experienced difficulty removing the stapler from the colon. To correct the issue, the surgeon had the assistant grasp a more proximal section of the rectum which allowed the stapler to be removed. Upon removal, the surgeon noticed the anvil was not on the stapler. To correct the issue, the surgeon converted from a laparoscopic case to a hand assisted procedure to locate the anvil. The surgeon located the anvil in the anal canal and was able to remove it with the donuts intact. The incision was extended by 2cm and the procedure was extended by 45 minutes as a result of the issue. No other injury. Patient did not receive chemotherapy or radiation. Patient is a smoker. Stapler size rs were used. Patient is doing well.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a laparoscopic sigmoid resectioning procedure, the surgeon experienced difficulty removing the stapler from the colon. To correct the issue, the surgeon had the assistant grasp a more proximal section of the rectum which allowed the stapler to be removed. Upon removal, the surgeon noticed the anvil was not on the stapler. To correct the issue, the surgeon converted from a laparoscopic case to a hand assisted procedure to locate the anvil. The surgeon located the anvil in the anal canal and was able to remove it with the donuts intact. The incision was extended by 2cm and the procedure was extended by 45 minutes as a result of the issue. No other injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.